Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that during injection full dose was unable to be delivered with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) about 19:30. When administrating 10.5mg of investigational drug to (B)(6) years old male patient, a button on the pen stopped at 4.0mg left. Replaced by new pen needle and administrated 4mg of the drug successfully.